Manufacturer narrative:
The devise associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. The attached x-rays were reviewed by product engineering and concluded the products appeared to be well positioned with proper gap. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt has presented recently with a limited range of motion (approx 10 to 45 degrees) and generalized pain.